Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37754, recharger. (B)(4).

Event description:
The consumer and a manufacturer representative reported that the patient's implantable neurostimulator (ins) was suspected to be in overdischarge. An external device could not communicate with the ins and the patient was not feeling stimulation. The patient last used stimulation about a month prior to the report. The patient fell in (B)(6) and they were able to get stimulation afterwards but noted that it was really faint and they weren't able to get it in the right places. They were worried that it had moved a little bit. No impedance measurements had been taken. Physician mode recharges were performed and follow-up indicated that the issues had been resolved. The patient was indicated for spinal pain and lumbar radiculopathy.